Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error. Customer's blood glucose was 14.0 mmol/l. The customer stated there was something wrong with transmitter and have problem connecting the blue test plug to it. The customer was advised to connect her transmitter to charger and then when removed the transmitter blinked. The customer remove the sensor and examine cannula and it was broken. The customer was advised that the cause of sensor error was the broken cannula. The customer was advised to insert a fresh sensor and send back the malfunctioning sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor, also found the cannula was whole with no broken or missing parts. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.